Manufacturer narrative:
Section b5 and d4: additional information. Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: patient presented with pain, drainage, and bleeding from driveline site.

Event description:
The site communicated that the patient's IV of vanc was discontinued on (B)(6) 2019 and switched to po augmentin which will start on (B)(6) 2019. Patient will follow up in four weeks. No additional information was reported.

Manufacturer narrative:
Approximate age of device ¿ 1 years 9 months 20 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted (B)(6) 2019 for driveline infection and proteus mirabilis and enterococcus faecalis. Blood cultures were negative, and patient was taken to the operating room for debridement on (B)(6) 2019. Patient was discharged on (B)(6) 2019 on IV antibiotics. No additional information was reported.